Event description:
It was reported that during patient use, a ventilator mixer generated an abnormal noise when the oxygen level was set at 80%. Additionally when the oxygen value was set at 30% the displayed value would fluctuate. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Manufacturer narrative:
(B)(4). One oxygen mixer was received for evaluation. Visual inspection was performed and no anomalies were noted. Functionality testing was performed by connecting it to a known working ventilator in the failure investigation lab. No air leak was detected. The ventilator did not make any strange noises or alarmed. The percentage of oxygen was measured, and the levels measured were within the stated tolerance value, without fluctuations. The customer reported malfunction was not verified as the unit was found to be functioning as intended.